Manufacturer narrative:
Concomitant medical products: 1258t, st jude lead, implanted: (B)(6) 2013, 407652, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for out of range high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.